Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against this lead was not confirmed. This lead was analyzed, passed all the baseline tests and exhibited normal lead functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket infection. Reportedly, patient was seen with site swollen and red with open sore near the incision line. The site was cleansed, and the sore started to drain. Extensive manipulation of the leads was noticed. There were no additional adverse patient effects reported. This rv lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket infection. Reportedly, patient was seen with site swollen and red with open sore near the incision line. The site was cleansed, and the sore started to drain. Extensive manipulation of the leads was noticed. There were no additional adverse patient effects reported. This rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.